Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent thresholds trending higher and intermittent evoked response undersensing. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.